Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a surgical intervention. It was stated that impedances for both leads were less than 10000 and over 20000. The issue was not resolved at the time of the report. Additional information received from the manufacturer representative reported that there was no surgical intervention. Additional information received from the manufacturer representative clarified that the impedances were measured at .7v and were all over 10000 and when measured at 1.5v they were still over 20000. The patient had been seen and was still having relief so nothing was going to be done to correct the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare professional (hcp - MRI tech) on (B)(6) 2018. It was reported that the patient was in need of a MRI of their head (unrelated to the device/therapy) but they could not activate MRI mode due to a poor communication screen on their programmer. The patient reported they first noticed poor communication issues "3 months prior" to the report. It was explained that back in september 2018 (or prior to that), their ins was not working properly like it had been working when they first had the ins implanted. The patient stated they told a manufacturer representative (rep) that the ins was not working properly on september 26, 2018 or september 27, 2018, and then met with the rep for an adjustment on october 11, 2018. At that time, the rep switched the patient from group a to group b. The patient told the rep they could then feel stimulation down their right leg because they could not feel that before, however they could still feel the pain. The patient was later told on (B)(6) 2018, that their "wires were failing" and that they would need another surgery within 6-12 months. Because the "wires were dead and not working", the patient stopped using their ins over 3 weeks prior to the report. It was also noted that the patient had last successfully recharged their ins in (B)(6) 2018. They were redirected to the doctor to have the device checked to determine why they were getting the poor communication message. No further complications were reported or anticipated.